Event description:
It was reported by svc report that the cot collapsed with a pt on it. The pt complained of neck pain and was taken to the hospital. There was pt involvement and adverse consequences are reported.